Manufacturer narrative:
Upon further inspection, the account found the sling loop of the vest was ripped. In the instructions guide for golvo that: before lifting, always make sure that the lifting assessories are not damaged. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The account replaced the safety vest to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating that the safety vest used with the golvo lift ripped. The lift was located in the long term care unit at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).